Event description:
It was reported that a user on their first day with the ilet experienced a low glucose event, observed a sensor value of 67 mg/dl for one interval, and called to ask whether treatment for the low should be announced as a meal; the user was advised not to announce low treatments as meals and to use 15 grams of carbohydrate with a 15-minute reassessment. Symptoms included hypoglycemia. Outcomes included successful troubleshooting and education, with glucose in range at the time of the call. Investigation included review of available operational data and user report. Investigation of this case revealed no device alarms, no malfunction, and user education needs regarding appropriate treatment of hypoglycemia without meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.